Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the emergency department after experiencing a vibratory alert. Upon interrogation, it was noted that the device was in backup mode due to event queue overflow, possibly arising from a telemetry issue with the transmitter. The device was restored. The patient was in stable condition.